Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in a homechoice cassette. It was further described as "a piece of black silver that dissolved into the solution". This was observed during priming but prior to connection of peritoneal dialysis therapy. The cassette was discarded and the patient started over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.